Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level (bg) of 49 mg/dl, needing settings adjustment. Customer consumed carbohydrates, peanut butter and orange juice to address low bg. Tandem technical support advised the customer to consult their healthcare provider to review settings and make adjustments.